Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized after experiencing low sodium levels and a low blood glucose (bg) level of 56 (mg/dl). While hospitalized, customer was treated with salt tablets and diuretics. Customer was released from hospital (B)(6) 2016 with issues resolved.